Event description:
It was reported that at the previous follow-up appointment in early (B)(6) 2025, this implantable cardiac resynchronization therapy defibrillator (crt-d) had eleven months of remaining battery longevity. The following month, this device had declared the elective replacement indicator. The patient was subsequently hospitalized, and the device was explanted and replaced to resolve the event. It is currently unknown if the device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that at the previous follow-up appointment in early november 2025, this implantable cardiac resynchronization therapy defibrillator (crt-d) had eleven months of remaining battery longevity. The following month, this device had declared the elective replacement indicator. The patient was subsequently hospitalized pending a surgical replacement procedure to resolve the event. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.